Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: on investigation, there was visible moisture corrosion in the battery compartment. The battery compartment was confirmed to be cracked. The pump would not power on during the investigation due to the moisture ingress. Leak testing failed due to a leak at the battery compartment crack. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump.